Event description:
It was reported that there was low impedance and a decrease in impedance trend of 1-2 ohms noted in the right ventricle lead. The lead remains in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.